Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: slice on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely there was no image due to a faulty charged coupled device. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plugged in, it didn't show up on the screen. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.